Event description:
Caller indicated the relion prime meter was giving variable readings. Caller saying that he was getting weird variations with his readings after her ate. He got a 33 and a minute later he tested again and got a 300. Caller said he's only had this meter for a couple months and this is the second prime meter he's had. He did go through a test with inktel over the phone and received a 153 for a reading. Caller does not have any control solution to check meter. Caller said that he always makes sure and washes and dries hands properly before testing, he always changes his lancets out, and has had no significant change to diet/lifestyle/medication regiment. 3/26/15 contacted customer - caller stated sugar usually runs low in the morning, so tests in the morning than supplements diet with candy/soda to keep sugar regular during the day. When he got home from work (about 4pm) he took a test and got a 33, which surprised him so he checked again right away and got a 300. There was no treatment based on these readings. Washed hands with soap and water and used alcohol pad before test. Tested using different pinkie fingers on different hands.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.